Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The de novo, 22mm in length and 2.3mm in diameter, 80% stenosed target lesion being treated was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. Pre-dilation was not performed. A 2.25x24mm taxus liberte sds was advanced to the lad and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts at the proximal edge were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).